Event description:
Pt used renu with moistureloc from approx jan 05 until july of 2005 when his eye became infected (right eye), he lost approx 90% of the vision in his right eye and will have to have a corneal transplant.